Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 50 (mg/dl). Customer stated that they did not know the cause for the bg levels, but reported that they are a brittle diabetic and experience extreme swings in bg levels. Customer consumed glucose to treat their bg levels. Reportedly, the customer's health care provider also decreased the customer's basal insulin settings on the pump. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed multiple low blood glucose (bg) levels recorded during event dates of (B)(6) 2016. Customer utilizes both the "standard bolus" and the "extended bolus" option of the insulin pump. Everyday there was a low bg level recorded, the user would override bolus size and would not enter current bg level. Basal insulin rate would adjust slightly throughout the week, but remained consistent. Overriding bolus sizes, and not entering current bg levels when requesting bolus could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.